Manufacturer narrative:
Findings: unable to prime during the prime test and compromised force sensor alarmed during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion and excessive no delivery test due to prime/fill anomaly. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer treated her blood glucose. Customer declined to troubleshoot for high blood glucose. The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 284 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. The customer stated they are unable to exit the preparing to prime loop. The customer stated that the device was not dropped. The customer stated that the drive support cap appears normal. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect reservoir. The customer was advised the pump will be replaced.